Event description:
It was reported the system locked up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller board was replaced during the service call. The system was tested and found to be working as intended and put back into service.